Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During evaluation, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issues.